Event description:
Olympus medical systems corp (omsc) was informed that, during a total laparoscopic hysterectomy, the subject device was used. The ptfe pad of the device broke off into the patient when the user activated output of it without grasping anything. He couldn't retrieve part of the fragment with a grasping forceps. And then he did washing inside the body cavity of the patient. The procedure was completed with another thunderbeat. There was no patient injury reported. And there was no residue inside the patient reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation except for the fragment of the ptfe pad. The evaluation confirmed that the ptfe pad was worn and partially missing. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was broken off by physical stress applied on the partially separated ptfe pad. The ptfe pad was partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.